Event description:
It was reported that the surgeon inserted a 25.0 diopter cc4204bf collamer plate lens and the trailing haptic was torn by the foam tip plunger during insertion. The lens was removed without any patient injury. Another same type of lens was implanted.